Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. The returned subcutaneous implantable cardioverter defibrillator (s-ICD) was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Analysis concluded that this device experienced normal battery depletion.

Event description:
The subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted over one year later for reported normal battery depletion and returned for analysis.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) battery longevity decreased from 21 percent to 16 percent remaining in three months. It is currently at 14 percent remaining one month later. Boston scientific technical services (ts) suggested a disk of the device's memory be sent in for review. At this time nothing has been received and the device remains in service. No adverse patient effects were reported. The local area field representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. This device was included in the november 2018 sq-rx model 1010 pg shortened replacement interval advisory population.